Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated they were at the store when they passed out and fell. The store manager called the paramedics. The patient stated they woke up in the hospital and was told that during the time of the event, the cgm was displaying 80 mg/dl and their bg was 40 mg/dl. Information about treatment was provided. At the time of the report, the patient as in good condition but was still aching from the fall. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.